Event description:
The external pulse generator was returned due to it having been dropped and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the unit was "dropped." Analysis did find that the liquid crystal display (lcd) lens was broken, the keyboard was damaged, one side bail cover was broken, the ring was contaminated, the battery contacts were compressed and the ring bail was missing. (B)(4).